Event description:
The instrument was used in several different cases. It was noted the mechanism on the instrument was sticking and not able to extract the cement from the cartridge. There was no adverse consequence for any pt or delay in surgery or anesthesia time.